Event description:
Account alleged that the bed was smoking when they plugged it in. No pt impact.

Manufacturer narrative:
Tech found no problem with bed. Tech performed a safety function check on the bed and found no problem. Issue could not be duplicated and the bed is working fine.